Manufacturer narrative:
(B)(4). The device has been investigated by bbm laboratory in (B)(4). This reported was created based of the investigation report. The history log files of the pump were read out and analyzed. All parameters were fine and no other infusion rate could be found. During the visual examination no damages or soiling could be detected. A functional investigation were done without any malfunction or reservation. The complaint could not be confirmed. No flow deviation could be detected. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility((B)(4)): "over infusion". Customer information: infusion noradrenaline with rate 4 ml/hr, later changed to 8 ml/hr. On the next day the patient described, that he saw the pump was infusing at 40 ml/hr.